Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device has not been returned to physio-control for evaluation. After several follow-up attempts with the customer, physio was unable to confirm if this particular device was removed from service.the cause of the reported failure cannot be determined at this time.

Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons. This is indicative of a device that will not power on. There was no patient use associated with the reported failure.